Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8212735. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that before use of the bd saf-t-intima¿ IV catheter safety system the indwelling needle guide wire was out of the product. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before infusion to the patient, according to the operation procedure, the indwelling needle guide wire was found to have come out when the product was first examined. Not applied to the patient and did not affect the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd saf-t-intima¿ IV catheter safety system the indwelling needle guide wire was out of the product. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before infusion to the patient, according to the operation procedure, the indwelling needle guide wire was found to have come out when the product was first examined. Not applied to the patient and did not affect the patient.